Event description:
Philips received a complaint on the heartstart xl device indicating that there was a report error.

Manufacturer narrative:
Phone number: (B)(6).

Manufacturer narrative:
The rse evaluated the device remotely and determined that device screen showed an error that the defibrillation was failed. No further information is available as the customer has declined any additional service. The device remains at the customer site, and no further evaluation is warranted at this time.